Event description:
Information was received indicating that during the use of a smiths medical cadd solis vip pump, the pump had to be stopped due to a continuous "air in line" alarm while at home. After the patient returned the pump to the facility, the reporter indicated that the customer cancelled the complaint because their biomedical department could not confirm any product problems. No patient consequences were reported. No adverse effects were reported.